Manufacturer narrative:
Concomitant: 694958 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead was cut during an open heart surgery. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.